Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of the rca. After pre-dilatation the orsiro stent system was delivered to the target lesion, inflated and deflated and eventually removed from the patients body. After deflation a control angio was performed but no stent could be seen inside the lesion. Finally, the dislodged stent was found on a surgical sheet.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. A medium amount of dried contrast medium residue was observed in the balloon- and inflation lumen. Microscopic inspection of the balloon surface revealed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately and has a strong kink in its center. The returned stent protector shows no damage or irregularity. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU advises the user to visually inspect the stent system prior to the procedure and not to use if any defects are noted.